Manufacturer narrative:
Concomitant product(s). Model: d154awg, ICD; implanted: (B)(6)2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient lost to follow-up presented and their right ventricular (rv) lead exhibited high impedance readings on both the rv defibrillation coil and the svc defibrillation coil. The lead has been capped and replaced. No patient complications have been reported as a result of this event.